Event description:
The reporter contacted animas on (B)(6) 2012, reporting that for the past two days the pump has been intermittently going to the verify date and time screen. The reporter stated that they were not sure if anything was wrong with the pump but now the patient is at school and the pump turned off and will not turn back on. The display screen was blank and there were no sounds or vibrations coming from the pump. The reporter stated that there was no trauma to the pump, no cracks to the casing or display. The battery cap was secure and the yellow o-ring was not visible. There is no reported adverse event with this complaint. This report is made based on the allegation of the power issue.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the black box showed no power on resets. Several loss of prime warnings due to low non-zero force were observed. The pump powered on with vibratory and audible sounds. A force sensor calibration test was reading within specifications. Unrelated to the complaint, evaluation revealed a cracked battery compartment and a discolored/faded display screen, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. There was no defect found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.